Manufacturer narrative:
Conmed corporation received one (1) "unopened" package containing the flovac suction/irrigation hand piece with 10' preattached tubing, dual spikes and sump cannula for evaluation. Visual examination of the returned product found the package with a small crease in the sealing area on the straight seal of the package (seal opposite chevron seal). It appears that there may be a small channel through the entire seal. This device was transferred to packaging engineering test lab for dye leak testing and was confirmed as it failed the leak test on (B)(4) 2015, resulting in a breach of sterility. The lot was manufactured on 23-sep-2014. A review of the device history record for this lot found no ncrs and no noted discrepancies during the manufacturing process. In this instance, preliminary investigation revealed that the most probable cause of the crease found in the seal is due to inadequate placement of the device onto the bar sealer that is most likely related to operator error, or, the pouch packaging was damaged prior to sealing and was missed on inspection. Of the (B)(4) units from this lot shipped to the distributor, there was only one (1) unit found with crease in the seal by the distributor inspector, who performed 100% incoming inspection of all devices. (B)(4), there are no other similar complaints received. A two year review of product history for this device family showed other than this complaint there have been seven (7) additional reports received regarding creases in the sterile seals. During this same two year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode 0.005 percent. The reported packaging anomaly was obvious to the distributor and therefore prompted the return of the device for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation has been initiated to address this issue. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(4) reported that during receiving and inspection of incoming products, a "crease" was found in the sealing area of the sterile package containing the flovac suction/irrigation hand piece with 10' preattached tubing, dual spikes and sump cannula. Testing result confirmed that the returned package failed the dye leak test on (B)(6) 2015. There was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.